Manufacturer narrative:
One cadd legacy 1 pump was returned with a chip out of the front housing and the lens was worn. The event log was reviewed and 39 high pressure alarms were recorded. The reported problem regarding "high pressure alarm" was unable to be duplicated although the event log verified that the event occurred 39 times. Sensor testing found the downstream occlusion sensor (dso) value was within manufacturing specification. However, the dso will be replaced as a preventative maintenance. No accessories or disposables used in the infusion system were returned for investigation of the high pressure issue.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed for high pressure. It was reported that the tubing was checked for kinks when the alarm occurred, but none were found. The patient was able to switch to a backup pump and there was no interruption in therapy. It was reported that the pump would be exchanged. Per reporter the medication, veletri, was administered continuously via intravenous therapy. No adverse patient effects were reported.